Event description:
It was reported that cartridge alarms occurred. No information was provided regarding the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.